Manufacturer narrative:
The reported events were lead dislodgement, low r-wave amp variation, low pacing lead impedance and increase capture threshold. As received, a complete lead was returned in two pieces with the helix found partially extended and clogged with dried blood/tissue. After cleaning and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension was within specification. The reported events of low r-wave amp variation, low pacing lead impedance and increase capture threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a clinic follow-up, a decrease in the sensing threshold and pacing impedance and an increase in the capture threshold were observed on the right ventricular (rv) lead. A dislodgement of the rv lead was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.